Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. No lot number information has been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information cannot be anticipated. (B)(4).

Event description:
A doctor reported that three dull knife blades were experienced during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient.

Manufacturer narrative:
One opened knife sample was received incorrectly seated in a tip protector tray within a bag for the report of being dull. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found to be conforming. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. The returned sample was found to be conforming therefore, a dull blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).